Event description:
Reportable based on the device analysis completed on 12sep2025. It was reported that the device support rod was broken. The stenosed target lesion was located in the heart coronary vessels. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During unpacking, it was noted that the support rod of the catheter was broken. The procedure was completed with another of the same device. There were no patient complications. However, the device analysis revealed that device has a pinhole.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6) e1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A break was identified on the hytpotube, 40 cm distal to the distal end of the strain relief. The balloon was subjected to positive pressure and was returned in a deflated state. Remnants of blood was also identified within the balloon material. Initial visual inspection identified damage on the blades however all blades were fully bonded on the balloon and did not exhibit any signs of damage. The bumper tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Blood was identified within the balloon material therefore an attempt was made to inflate the balloon to 12 atmospheres; however, the pressure was unable to be maintained as the inflation liquid was observed leaking from the pinhole, 1mm distal from the proximal markerband.